Event description:
It was reported that during pulse generator change out procedure, the device exhibited no output. The device had been exposed to electrocautery during the procedure. The device was explanted and replaced. The patient was in good condition post procedure.